Event description:
On 10/31/92 a laundry worker bent to retreive an article that had fallen to the floor. In doing so, she placed her ful;l weight onto the container. The devcie has built-in wheels on the lower side but they do not engage themselves unless the barrel is leaned far enough over tocause this to happen. The incident ws caused totally due to the employee's negligence and not to the device involved.result: employee fell hiting forearm on door facing. Large knot developed on arm, necessitating it be x-rayed. No fracture ws found. Manufacturer was notifiedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.